Event description:
The customer reported having unexplained high blood glucose. The blood glucose reading at time of call was 166mg/dl. Troubleshooting was performed. The customer stated that she treated her high glucose with a bolus. The caller mentioned that the cannula was bent at 90 degrees and the insulin pump did not alarm no delivery. Reviewed the alarm history and no alarms found. The customer did not have the tubing clamp to perform the high pressure test at the time. The caller was concerned and decided to replace the insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.